Manufacturer narrative:
Philips service replaced the geo pc and loaded software; system functionality was restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movements unavailable due to geo pc failure on a allura xper fd20/10 & fd20/20. The clinical use of the system was unknown. There was no reported patient or user harm.